Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and functional inspection was performed on the retuned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a calcified lesion in the left superficial femoral artery (sfa). The 5x60mm armada 35 balloon dilatation catheter was advanced without resistance to the lesion. Upon inflation to the rated burst pressure (rbp) of 20 atmospheres, the balloon ruptured. The device was removed and replaced with another armada 35 of the same size to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.